Event description:
Report received from abbott international affiliate that states: "the monitoring kits fall apart at the joints and the luer lock part loosens away from the tubing. One patient lost almost 200cc of blood and needed a transfusion. It could be a glue problem as per the user." The aipv report further states " we can't confirm which lot # that caused the 200cc blood loss because that happened in the ICU and co couldn't get the defective sample." No further information was available.